Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which is not late. The correct aware date of supplemental report (report reference number: (B)(4) ) is 6/19/2024.

Event description:
It was reported that the subject device had a poor-quality image. The event occurred during a therapeutic transurethral resection procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had a poor-quality image. The event occurred during a therapeutic transurethral resection procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor-quality image. The event occurred during a therapeutic transurethral resection procedure. The procedure was completed with a similar device. There were no reports of patient harm.